Event description:
It was reported by the patient's caregiver that following a patient's titration visit the patient had 2 grand mal seizures. Information was received from the representative that the patient's increase in seizures occurred when the patient's vns was last titrated up. It was stated that the patient is also not taking the correct dosage of medication in addition to this. It was stated that allegations were no longer being made against the vns by the caregiver. No additional relevant information has been received to date.